Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0m2gl, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va08s1t, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that an elective replacement indicator (eri) was seen when interrogating the patient's implantable neurostimulator (ins) on (B)(6) 2015. The battery voltage was at 2.63 volts. There was no allegation against the longevity and the eri seemed appropriate based on a longevity estimate. The patient's mother did note that his symptoms returned on (B)(6) 2015, so she checked his ins and noticed it was off. The rep mentioned that the hcp had not been adjusting settings and he had been at these parameters for a long time. The cause of the patient's ins turning off was not determined and the issue was not resolved. The patient's indications for use were dystonia and movement disorders.